Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 103878: (B)(4) stems produced and released on (B)(6) 2010. No anomalies found related to the problem. To date, (B)(4) tibias of the lot have been sold without any similar issue. On (B)(6) 2015, we received the confirmation that no x-ray nor items will be received back. On (B)(6) 2015, the medical affairs director made the following analysis: this total knee was revised after 2.5 years because of tibial loosening. No x-rays, no explants, no description of possible events that may have led to the failure. Hence, it is not possible to draw any conclusion. There are no specific indications that the root cause may be device related.